Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited inappropriate therapy and sensing issues due to a fracture. It was reported to guidant that the patient had later passed away.